Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed for basic delivery of an unspecified antibiotic, and the delivery was started. The customer contact indicated the container size was 50ml. No further programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room. At that time, it was reported the container was empty and air was noted 2.5 to 3 inches distal to the pump with no pump alarm. It was reported no air reached the pt. The pump was removed from clinical use. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.